Event description:
The hcp reported 4 of 4 cases of deep brain stimulation lead malfunction and/or lead fracture. No patient identifiers or symptoms were reported. No device troubleshooting was provided. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.